Event description:
The customer reported that the system displayed a control panel error message. This error message causes the system to immediately shut down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage was adjusted on the panel processor and fluoro functions circuit boards, and all connectors and circuit boards were reseated. The system was then found to be operating as intended.